Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/15/2018. The analysis has begun but is not completed at this time. During visual inspection, it was discovered that a whitish material found on the distal tip of the catheter. No other material was found on the catheter. No clot was found on the catheter. This finding is MDR reportable because foreign material within the usable length of the catheter may cause potential patient risk. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on november 15, 2017. The system did not present any error messages and the physician/user did not see any product problem. There were no issues with temperature or flow of the catheter. The smartablate generator was on power control mode and the power was 30-40 watts. Saline solution was used during the procedure. The material appeared to be char. The patient has not exhibited any neurological symptoms since the procedure was completed. Manufacturer's reference numbers: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot formed on the catheter tip. The returned device was visually inspected and whitish material was found on the dome, however, during the second visual inspection, the whitish material was not found, this could be related to the decontamination process. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a coolflow pump test was performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the whitish material does not appear to be caused by any internal bwi processes since there are evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and a clot formed on the catheter tip. After the pulmonary vein isolation, before the isolation for the superior vena cava (svc), when the smarttouch sf catheter was removed and checked, a clot was stuck to the tip of the catheter. The clot was wiped by gauze and flushing was conducted. The catheter was reinserted and svc isolation was conducted. The procedure was completed normally with no catheter exchange. There was no patient consequence. Multiple attempts have been made to gain clarification on this event, however there was no response. This event is MDR reportable because a clot poses a potential risk to the patient.